Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery system. No further attempt was made to free the capsule from the delivery system at this point, and the delivery system was removed from the pt with the capsule still attached to it. A second procedure was done with a new capsule and was successful. No serious injury to the pt was reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.